Event description:
On four separate occasions (6/28, 7/7, 7/8 and 8/25/94) with accelerator treatment rate set to 250 mu/min, the actual treatment delivery rate rose to between 291 and 299 mu/min. This dose delivery rate corresponds to an unservoed dose rate. All affected treatments were administered at the proper dose, only at a faster rate. (Actual rate of delivery was verified with an external monitoring system.) The MFR was contacted upon the first occurrence. The malfunction occurs intermittently and with no apparent pattern.